Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 430 mg/dl on aviva system 1 compared back to back with a result of 174 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 301321, expiration date 10/31/2009). Reference medwatch report with a1 patient for the suspect device used in system 2. Customer returned an empty strip via to the manufacturer for lot 301321, therefore, no performance testing could be carried out on returned product.